Event description:
It was reported that ventricular undersensing of premature ventricular contractions was observed on a real time egm. Device remains implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).